Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no visible damage to the keypad. The contrast button was found to be unresponsive to presses; all other keypad buttons were responding appropriately. The contrast button has no effect on the pump's insulin delivery function. The keypad was removed and contamination was found under the button contacts. Unrelated to the complaint, the battery compartment was found to be cracked and the battery cap was stripped and would not maintain an electrical connection; a test battery cap was used during testing. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the contrast keypad button had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint.